Event description:
Case description: investigational result: name: novopen 5, batch number: evg3320. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, the case has been updated with following information: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: 06-feb-2026: the suspected device (novopen 5) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary: name: novopen 5, batch number: evg3320. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) unstable blood glucose [blood glucose abnormal], the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing [device malfunction], the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing [device delivery system issue], novopen 5 battery ran out [device power source issue], hypoglycemia [hypoglycaemia], the customer had stored pens with needles attached and reused needles (needle brand unknown) [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "unstable blood glucose(blood glucose abnormal)" with an unspecified onset date, "the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing(device component malfunction)" with an unspecified onset date, "the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing(inaccurate delivery by device)" with an unspecified onset date, "novopen 5 battery ran out (device battery issue)" with an unspecified onset date, "hypoglycemia(hypoglycemia)" with an unspecified onset date, "the customer had stored pens with needles attached and reused needles (needle brand unknown)(device stored with needle attached)" with an unspecified onset date, and concerned a male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "diabetes", , a non-novo nordisk suspect product insulin (insulin) from unknown start date for "diabetes mellitus", patient height, weight and bmi (body mass index) were not reported. Current condition: diabetes mellitus (type not reported) for over 10 years. Suspect: unspecified needle (brand name not specified). On an unknown date, after two years of use its battery ran out and the pharmacy said it could still be used. The novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing and unstable blood glucose. Patient was hospitalized (onset and duration of hospitalization not reported) and receiving the customer's usual doses, the patient had hypoglycemia, evening glucose 3.0 mmol/l (around 6-8 pm). It was noted the customer had stored pens with needles attached and reused needles. When attempting to install a cartridge into the novopen 5, the cartridge was dropped and broke (the customer did not attribute this to cartridge quality) and could not be reused. Batch numbers: novopen 5: evg3320 insulin: not reported. Action taken to novopen 5 was not reported. Action taken to insulin was not reported. The outcome for the event "unstable blood glucose (blood glucose abnormal)" was not reported. The outcome for the event "the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing (device component malfunction)" was not reported. The outcome for the event "the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing (inaccurate delivery by device)" was not reported. The outcome for the event "novopen 5 battery ran out (device battery issue)" was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was not reported. The outcome for the event "the customer had stored pens with needles attached and reused needles (needle brand unknown) (device stored with needle attached)" was not reported. Reporter's causality (novopen 5) - unstable blood glucose (blood glucose abnormal) : unknown the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing (device component malfunction) : unknown the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing(inaccurate delivery by device) : unknown hypoglycemia(hypoglycemia) : unknown . The customer had stored pens with needles attached and reused needles (needle brand unknown)(device stored with needle attached) : unknown . Company's causality (novopen 5) - unstable blood glucose(blood glucose abnormal) : possible. The novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing(device component malfunction) : possible . The novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing(inaccurate delivery by device) : possible . Hypoglycemia(hypoglycemia) : possible. The customer had stored pens with needles attached and reused needles (needle brand unknown)(device stored with needle attached) : possible . Reporter's causality (novopen 5) - unstable blood glucose(blood glucose abnormal) : unknown the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing(device component malfunction) : unknown the novopen 5 experienced the piston rod failure to engage the rubber stopper, resulting in inaccurate dosing(inaccurate delivery by device) : unknown novopen 5 battery ran out (device battery issue) : unknown hypoglycemia(hypoglycemia) : unknown . The customer had stored pens with needles attached and reused needles (needle brand unknown)(device stored with needle attached) : unknown. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.